Event description:
Shunt was revised due to underdrainage. When testing the shut percutaneously with a needle, impaired drainage was noted. Upon surgical revision and opening of the fibrous capsule, proper drainage occurred. The dr felt that the capsule formation around the delta chamber was causing the shunt to be obstructed.